Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: pinhole leak was present on the proximal shoulder of the inflation balloon. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed per provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per event description, ''during the withdrawal of the commander from the patient post-deployment, blood was visually apparent in the balloon inflation device and the commander balloon. Inspected the balloon by re-inflating the commander balloon and a pin hole was observed at the proximal shoulder of the commander balloon, manifested by a skinny stream of blood-tinged fluid streaming from the balloon partial inflation.'' In addition, the customer also mentioned that ''patient's 3mensio displayed a small calcium burden at the level of the stj.'' During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Given that there were no reported abnormalities during device preparation and the valve was deployed successfully, it is likely that the balloon was damaged towards the end of inflation. In this case, the customer reported the presence of calcification at the stj. It is possible that towards the end of the inflation of the balloon, the delivery system balloon came into contact with the calcified areas in the patient's anatomy, resulting in balloon damage and leakage reported. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. The 26mm s3ur valve was deployed as usual, with a nominal volume of 23 ml. During the withdrawal of the commander delivery system, blood was visually apparent in the balloon inflation device and the balloon. The commander delivery system balloon was inspected by re-inflating and a ''pin-hole'' was observed at the proximal shoulder of the balloon, manifested by a skinny stream of blood-tinged fluid streaming from the balloon partial inflation. A review of the fluoroscopy valve deployment images suggests the rupture may have accrued at the end of the full balloon volume introduction. The patient's 3mensio displayed a small calcium burden at the level of the stj that measures 25.7 mm with an stj height of 26.3 mm. Per medical opinion, the calcium may have contributed to the balloon rupture. After further diagnostic evaluation of post-inflation fluoroscopy, cardiac echo visualization, and mean echo gradient of 3 mmhg, the team considers the 26 mm s3ur valve to be successfully deployed, not requiring further inflation(s). The patient remained stable throughout the procedure.

Manufacturer narrative:
The investigation is ongoing.